Event description:
A zoll patient service rep (psr) called zoll customer support to report that a (B)(6) male pt was receiving battery faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery faults) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.